Event description:
It was reported that iabp console was having issues during use. The technician then found "triggering" alarms in the log files of the pump. However, the issue was not able to be "duplicated." No patient harm or injury reported. The patient's current condition is unknown. At the time of this report, the customer has not reposponded to our requests for addition information.

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as there is no lot number available. The reported complaint of "iabp screen will suddenly turn black and iabp will stop firing" is confirmed based on the attached log file. The log file showed a forced system restart due to the watchdog timer and a trigger loss alarm issued before a shutdown. The product was not returned for investigation. According to the event details, the issue was unable to be duplicated. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the system restart. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that iabp console was having issues during use. The technician then found "triggering" alarms in the log files of the pump. However, the issue was not able to be "duplicated." No patient harm or injury reported. The patient's current condition is unknown. At the time of this report, the customer has not reposponded to our requests for addition information.

Manufacturer narrative:
(B)(4). UDI#: UDI number unavailable as there is no lot number available.